Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a case of a two millimeter posterior capsule hole observed on a patients eye during a laser assisted cataract procedure. Reporter indicated an anterior vitrectomy was performed, and the intraocular lens was placed in the sulcus with good outcome. Reporter relayed the surgeon does not know what caused the event.